Event description:
It was reported that a high drain 106 alarm occurred during therapy on the home choice (hc). It is unknown if the patient was connected at the time of the event. The technical service representative (tsr) was unable to troubleshoot the setup as this alarm occurred during the previous therapy. A review of the event log revealed that the initial drain alarm equaled 1487ml and the last fill volume (lfv) equaled 1499ml. The device was arranged to be returned. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. An internal and external inspection was performed and the device passed. Rite (returned instrument test evaluation) functional and electrical testing was conducted and the device passed. Pneumatic system testing found no issues. A short simulated therapy was performed and passed successfully. A review of the alarm logs verified the reported issue. Upon conclusion of the investigation, the cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.